Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/25/2019. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned outside its packaging material which was not returned. The sterile plastic barrier was also not returned. The heater wire was observed to be completely flexed away from the hot jaw, but remained attached at the base of the hot jaw, with detachment at the tip. The clear silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device, and the results of the investigation, the reported failure "material twisted/bent wire" was confirmed. Specific actions for the reported failure mode "material twisted/bent; wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed jaws were bent prior to harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, they noticed jaws were bent prior to harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.